Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator with an unresponsive front panel key. No patient involvement.

Manufacturer narrative:
Date of report: 20sep2018. Date received by manufacturer: 04sep2018. Philips fse (field service engineer) disassemble the machine and inspect ribbon connections of the touch frame, found 1 pin of the ribbon cable is not connected. Reconnect ribbon cable and boot up machine. Check touch screen function, ok. Unit passed technical testing and endorsed to end-user for clinical acceptance.